Event description:
Reporter initially noted surgeon had an issue during epinucleus removal. Add'l info rec'd from surgeon noted (capsular) bag seemed to fill as if fluid was going in, but without aspiration. Overfill led to (capsular) bag splitting posteriorly; tissue was not engaged. Required incision, sutures, anterior vitrectomy, and sulcus iol. Outcome of event reported as poor; prognosis is unk.

Manufacturer narrative:
A co svc rep checked system; system met performance specs. Surgeon stated in returned questionnaire that the phaco probe (single-use tip) had been reprocessed by the hosp and reused.